Manufacturer narrative:
Updated: b5, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The product analysis confirmed the reported event. The reported event is inferred to have occurred through the following mechanism. From past investigation results, it is likely the reported phenomenon occurred by the following mechanism: 1. During the output activation, the probe was contacting hard tissue, metal objects or surgical instruments. 2. Due to ultrasonic vibration, scratches were generated. 3. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. And the probe damage error and ultrasonic level error occurred. 4. A load was applied to the probe, causing it to break off. Based on the results of the investigation, the most probable cause of the reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonic beat tip probe reportedly broke and was damaged while cleaning tissue adhering to the product. The issue occurred during an unspecified therapeutic procedure which was completed with an olympus back-up device. There were no reports of patient harm.